Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 and 5 were failed and not detected on bus. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 row board cable was damaged. A field service engineer (fse) upon arrival auxiliary drawer 4.2 pockets d4, d6 were unable to recover. Fse reseated and checked all cables and found row board cable was pinched, replaced row board cable to resolve the issue and also checked all slide bumpers. The system functioned as intended after the field service engineer repaired the device.